Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street 2: suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on 02-feb-2021.